Event description:
Reportedly, the patient had multiples syncopes around (B)(6) 2016. One hypothesis is that the patient must have experienced multiple episodes of epilepsy. After having these multiple syncopes, the patient entered the hospital and stayed there for about one week. No interrogation of the pacemaker was performed at that time. Then a follow-up was performed on (B)(6) 2016. According to the physician, the patient had no more complaints of syncope between hospital leaving and (B)(6) 2016. Reportedly, episodes recorded in device memory were showing intermittent loss of ventricular capture, as well as atrial and ventricular oversensing. The next follow-up was scheduled on (B)(6) 2016. Preliminary analysis results showed that the most probable hypothesis to explain the reported behavior is that the patient had an infarctus. At this stage of the analysis, a lead issue cannot be excluded.

Manufacturer narrative:
Reportedly, the patient had no syncope anymore. Provocative maneuvers were performed and no issue was observed at lead level. The hypothesis of acute ventricular threshold increasing due to myocardial infarction was reportedly confirmed by ultrasound examination: there was an area with hypokinesis around the lead tip which was not present before.

Event description:
Reportedly, the patient had multiples syncopes around (B)(6) 2016. One hypothesis is that the patient must have experienced multiple episodes of epilepsy. After having these multiple syncopes, the patient entered the hospital and stayed there for about one week. No interrogation of the pacemaker was performed at that time. Then a follow-up was performed on (B)(6) 2016. According to the physician, the patient had no more complaints of syncope between hospital leaving and (B)(6) 2016. Reportedly, episodes recorded in device memory were showing intermittent loss of ventricular capture, as well as atrial and ventricular oversensing. The next follow-up was scheduled on (B)(6) 2016. Preliminary analysis results showed that the most probable hypothesis to explain the reported behavior is that the patient had an infarctus. At this stage of the analysis, a lead issue cannot be excluded.

Event description:
Reportedly, the patient had multiples syncopes around (B)(6) 2016. One hypothesis is that the patient must have experienced multiple episodes of epilepsy. After having these multiple syncopes, the patient entered the hospital and stayed there for about one week. No interrogation of the pacemaker was performed at that time. Then a follow-up was performed on (B)(6) 2016. According to the physician, the patient had no more complaints of syncope between hospital leaving and (B)(6) 2016. Reportedly, episodes recorded in device memory were showing intermittent loss of ventricular capture, as well as atrial and ventricular oversensing. The next follow-up was scheduled on (B)(6) 2016. Preliminary analysis results showed that the most probable hypothesis to explain the reported behavior is that the patient had an infarct. At this stage of the analysis, a lead issue cannot be excluded.